Event description:
Consumer reported that the adhesive bandage removed the skin oh her arm. The following day, consumer's doctor's office reported that she was diagnosed with "skin excoriation and early cellulitis". Consumer was treated with silvadene cream and antibiotics.